Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pace impedance measurements. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).